Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.10. The used company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had an aneurysm which had torn, top center. Heavy stress was also observed. The cartridge had evidence of handpiece placement. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lenses were indicated to be company lens. The lenses model were not known. It cannot be determined if the associated handpiece was qualified without the specific lens information. A qualified viscoelastic was indicated. The root cause for the reported damage may be related to a failure to follow the instruction for use (IFU). The used company cartridge was returned. Heavy stress and an aneurysm, which had torn was observed along the center top portion of the tip. The cartridge exhibited an inadequate amount of viscoelastic. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The lenses were indicated to be company lens. The lenses model were unknown. It cannot be determined if the associated handpiece was qualified without the specific lens information. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that, cartridge just split in half as the iol went past it. Additional information received and stated that, the cartridges bursts just before the tip, just split in half as the iol passed it. There was patient contact reported and no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).